Event description:
Customer reported experiencing leakage form the maxplus connector regardless of the infusion set connected to it. The leak comes from around the threads and also caused some blood backup in the central line. Lines have had to be de-clotted as a result of the blood back up. There was no pt or user harm reported and no medical intervention was required.

Manufacturer narrative:
(B)(4). The customer indicated that the affected product will not be returned. Unable to determine the cause of the customer's report leak.